Manufacturer narrative:
Device evaluation: one smiths medical cadd-ms 3 ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing involved powering up the pump and showed the device exhibited blockage alarms. The investigation determined that a shattered downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced. According to the investigation, this issue was a result of the customer's physical damage to the device. Beyond device repair, no further action will be taken on this issue. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information received indicating that this cadd ms3 pump gave a blockage alert. The reported event did occur while in use with the patient. The patient also reported site pain. It is unknown if the pain was caused by a smiths medical product. The patient switched to back up pump. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining.